Event description:
It was reported on (B)(6) 2012 that patient had experienced medication side effects of morphine. It was added that patient showed symptoms of drowsiness, confusion, wild dreams and auditory hallucinations following a personal therapy manager bolus the next day. The infusion drug was changed to hydromorphone two days after the reported date and the patient outcome as indicated as resolved without sequelae as of (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).